Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v007911, implanted: (B)(6) 2007, product type: lead. Product ID: 3998, lot# v007911, implanted: (B)(6) 2007, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The device manufacturer's representative (rep) reported that the implantable neurostimulator (ins) started to come through the skin due to an infection. The ins was being explanted. The explant date was pending at the time of the call. There was an infection at the ins pocket. The patient's infection was first diagnosed during a visit to the doctor on (B)(6) 2015. The patient was being seen due to pocket pain and that's when the infection was discovered. A revision was already planned to (B)(6) 2015 due to the pocket pain prior to the infection being diagnosed. The timing of the pocket pain was not known by the rep. They plan to keep the leads and extensions if possible and re-implant later. Medical history includes spinal pain. Additional information has been requested, if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative reported the stimulator was explanted on (B)(6) 2015. The re-implant date had not been scheduled. It was clarified the issue was wound dehiscence, not infection.